Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1488tc competitor implantable pacing lead (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient hears the device beeping occasionally, with the same tone as when the programmer head is placed over the device. Information from the remote transmission revealed the tone is sounding at times when there is no programming head or magnet applied by a clinician. It was suspected that the patient was exposed to electromagnetic interference in the environment. The device remains in use. No patient complications have been reported as a result of this event.